Event description:
It was reported that the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a charging timeout was observed on the device. Manual charging was performed. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of charging timeout could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, high voltage output, and the patient notifier were tested and no anomaly was detected. The failure was not reproduced in the lab. Additional evaluation of the capacitor revealed the cause of the field event is corrosion in the capacitor resulting in elevated current leakage.